Event description:
User reported that the level sensor was mistriggering, causing the pump to slow unnecessarily. There was no patient involvement and thus no patient harm.

Manufacturer narrative:
Investigation found visible damage to sensor upon return. It was determined that cable damage caused the malfunction.